Event description:
Right knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from an (B)(6) male pt with a history of osteoarthritis of the knee, (B)(6), who experienced right knee pain after starting synvisc. The pt received three injections of synvisc into his right knee one week apart on unspecified dates in (B)(6) 2008. The pt reported that he started experiencing pain in his right knee again in (B)(6) 2009. He received a cortisone shot in the right knee in (B)(6) and (B)(6) 2009. At the time of this report, the outcome of the pt was unk.